Event description:
It was reported to medtronic neurosurgery that the physician was having difficulties with their pt's implanted shunt system. According to the report, despite having adjusted the valve, to the highest pressure level setting. The report states that at one point the pt was admitted to hospital to monitor their intra-cranial pressure where it was found that the pt's pressure levels should have been too low for the fluid to be able to flow through the valve when set at pl 2.5. The report then states that the physician was not sure as to why the pt was over-draining, but that it is possibly the result of the valve being stuck in an open position. It was indicated in the report that the pt had been experiencing frequent headaches.

Manufacturer narrative:
The product was not returned. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.